Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during an implant procedure a right atrial lead was exhibiting high and out of range impedances. The wire also could not be inserted into the lead completely. A new lead was used to complete the procedure. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.